Manufacturer narrative:
Evaluation of the unit is identified the litter top had been lowered onto a large pump stored underneath the stretcher and was pushing down on the hydraulic release linkage.

Event description:
It was reported by service report that the hydraulics would not raise the stretcher. It is unk if there was pt involvement, however, no adverse consequences are reported.